Manufacturer narrative:
A visual examination of the returned screw with the naked eye and under magnification was performed. Other than slight damage inside the hexalobe feature, the screw is in good condition. Functionally checked the screw with the returned broken plate and it passed. The screw works as the design intended. No definitive conclusion can be drawn at this time without further info. Additional mdrs associated with this event: MDR 3025141-2016-00066: plate, MDR 3025141-2016-00067: screw 1, MDR 3025141-2016-00068: screw 2, MDR 3025141-2016-00069: screw 3, MDR 3025141-2016-00070: screw 4, MDR 3025141-2016-00072: screw 6, MDR 3025141-2016-00073: screw 7, MDR 3025141-2016-00074: screw 8, MDR 3025141-2016-00075: screw 9, MDR 3025141-2016-00076: screw 10, MDR 3025141-2016-00077: screw 11, MDR 3025141-2016-00078: screw 12, MDR 3025141-2016-00079: screw 13, MDR 3025141-2016-00080: screw 14.

Event description:
An olecranon plate was implanted. Approximately two months post op, the plate broke. The plate and screws were explanted.